Event description:
It was reported that there was a gradual increase in the right ventricular lead threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode and a cosmetic depression on the outer insulation. Concomitant product: 5076 implantable pacing lead 2012 (B)(6). (B)(4).